Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non conformance. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the formula was not infusing. She states that they set the pump to deliver a dose of 600 ml over 12 hours but when she checked in the morning no food had been delivered and there was "no message on the display". The initial reporter also stated that they were able to supplement at that time, so no further feedings were missed and that the patient was doing well afterwards. (B)(4).